Event description:
The lead was returned for reliability analysis.

Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead dislodged from the coronary sinus. An invasive revision procedure was performed, and the lv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed the complete lead was returned, with dried body fluid in the lumen. Cuts and deformed conductor coils were noted between 430mm and 435mm from the terminal pin, with cuts noted in the suture sleeve. Electrical testing confirmed the lead to be electrically continuous. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.